Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found damaged top housing, bottom housing, and plunger cases. A review of the event history log found evidence of the customer reported alarms. During the functional testing, the customer reported alarms were confirmed as well as a "syringe empty-stop" alarm duplicated during initial stage of motor drive and occlusion test run. The cause was found to be that the position pot clip was damaged. The clutches, leadscrew, plunger cable, and many other parts were also severely worn out. The entire drive train assembly, main board, plunger cable and kit were replaced as well as the top case, bottom case, barrel clamp assembly and lcd. Service history review identified this device has not been in service previously.

Event description:
It was reported that the pump displayed a force sensor bridge test and motor rate error. There was unknown patient involvement and unknown patient harm/adverse event reported.